Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient explained to the nurses about an ongoing issue that the PICC keeps occluding, even though it seems to flush ok and remains patent when they assess it themselves. This is apparently common for this particular patient. Line was removed on the (B)(6) 2025. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is confirmed and appears to be use related . One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two pieces. Use residue was observed throughout the returned sample. No kinks were found in the returned catheter tubing. An attempt was made to flush both pieces of the catheter with a 12 ml syringe of water. The larger catheter segment was found to flush and aspirate without any issue; however, the smaller catheter segment was found to be partially occluded. A microscopic observation revealed dried blood within the catheter tubing at the distal end of the smaller catheter segment, which appears to be the cause of the partial occlusion. This complaint will be recorded for future trending and monitoring purposes.